Event description:
It was reported that during a device changeout procedure, a pacer dependent patient experienced a period of asystole when the implantable pulse generator (ipg) was removed from the pocket. Possible episode of ¿out of pocket oversensing,¿ as pacing resumed when the device was reinserted into the pocket. The old ipg was removed and the new ipg implanted exhibited the same behavior. The physician reinserted the lead connector pin into the device connector block and the ipg functioned normally once inserted into the pocket. The new ipg and existing right ventricular (rv) lead remain in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: addr01, implantable pulse generator (ipg); implant: 2006-(B)(6). Model: 407645, implantable pacing lead; implant: 2006-(B)(6). (B)(4).